Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged one day after being implanted. The physician has scheduled a future appointment to reposition this lead. It has been noted that this patient has a lot of tricuspid regurgitation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.